Event description:
It was reported that the user experienced dexcom g7 signal interruption followed by inaccurate low readings while a fingerstick measured 220 mg/dl, and the user replaced the sensor and resumed warmup; the ilet system was in use and high glucose occurred. Symptoms included hyperglycemia without acute complications. Outcomes included transient elevation of blood glucose above 180 mg/dl for approximately 1.5 hours without medical intervention or assistance. Investigation included troubleshooting and education. Investigation of this case revealed a sensor signal loss with discrepant glucose values attributed to the cgm sensor, with no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was cgm performance and connectivity factors external to the ilet system.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.